Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), reporting hearing beeping tones from the device. The patient was seen in the clinic, where interrogation of the device revealed a fault code of 1003. A boston scientific technical services consultant was contacted and advised that this code is an indicator that a component of the device is prematurely depleting in the battery and recommended replacing the device. The device was explanted, replaced and returned for laboratory analysis.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.03 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.